Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). There was no reported device malfunction and the product was not returned. The reported patient effects of angina and restenosis, as listed in the xience prime everolimus eluting coronary stent system instructions for use are known patient effects that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, could not be determined, there is no indication of a product quality issue with respect to manufacturing, design or labeling. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided.

Event description:
It was reported that on (B)(6) 2013, a 2.25x15 mm rx xience prime stent was placed at a de novo lesion in high lateral to treat unstable angina. The procedure was completed without issue. On (B)(6) 2014, 8 month follow-up was performed and no adverse effect and no device malfunction was noted. On (B)(6) 2014, 1 year follow-up was performed and no adverse effect and no device malfunction was noted. On (B)(6) 2014, the patient presented with unstable angina. In-stent restenosis, 90% stenosis, was developed at the target lesion which was confirmed on angiography. The restenosis was treated with an unspecified drug-eluting balloon. There was no reported adverse patient sequela and the restenosis was resolved. On (B)(6) 2015, 8 month follow-up of the procedure on (B)(6) 2014 was performed and an in-stent restenosis was developed at the target lesion which was confirmed on angiography. On (B)(6) 2015, the restenosis was treated with an unspecified drug-eluting balloon. The patient was not hospitalized from (B)(6) 2015 to (B)(6) 2015: however, it is not known when the patient was hospitalized. There was no reported adverse patient sequela and the restenosis was resolved. No additional information was provided.